Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 113 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. Customer reported insulin was able to exit when the reservoir was changed. The customer declined to return the reservoir for analysis. .